Event description:
(B)(4) is the initial importer of the device which is a knee walker. (B)(4) was notified of the incident through an attorney's letter. The unit was rented by the end-user. It had been previously rented 9 other times for a total usage of 279 days. End-user was using the unit when the seat post reportedly snapped and cut her inner thigh. We have no additional information. We will file a follow-up report when and if additional information becomes available.